Event description:
Litigation papers allege that the patient suffered severe and traumatic injuries, including elevated metal levels, pain and suffering, lack of mobility, inflammatory responses, damage or death to surrounding tissue and bone, increased risk of infection, decreased strength, development of psuedocapsules and psuedotumors, and/or the need for revision surgery.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.